Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage was not measured and additionally a message was included recommending an impedance test be run. The technical services technician advised that a second remote transmission sent in by the patient would resolve this issue. The ICD remains in use. No patient complications have been reported as a result of this event.